Manufacturer narrative:
A temporal relationship exists between hd therapy utilizing the 2008k hd machine, and the patient¿s adverse event of cardiac arrest. The etiology of the event is unknown; therefore, causality cannot be determined. Based on the information available, there is no documentation or evidence the 2008k hd machine caused or contributed to a serious adverse patient event. The 2008k hd machine has been disassociated from this event, as there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Furthermore, the 2008k hd machine was evaluated by a fresenius res, and passed all functional and diagnostic testing. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
On 11/14/2018, a fresenius biomedical technician called technical support reporting a patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) experienced a cardiac arrest during inpatient hd therapy on 11/14/2018. On 11/16/2018 the 2008k hd machine was evaluated by a fresenius regional equipment specialist (res), and passed all functional and diagnostic testing. Subsequent attempts to obtain additional information have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: an on-site evaluation was performed by a fresenius regional equipment specialist (res), who confirmed the machine passed all functional tests without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility biomedical technician reported to fresenius via an email that they experienced an issue with the product (2008k machine) the biomedical technician reported a patient coded on this machine during dialysis (tx) mode. The customer had absolutely no information concerning the nature of the problem with the patient or a possible symptom on the machine. Charge nurse name cannot be verified by the customer at this point. There was no patient harm or adverse event reported.